Event description:
The patient reported being lightheaded and "staff" hold the patient that they were in bigeminy. The ventricular lead was reported to check out "fine" and no bigeminy was noted. It was though that there might be some crosstalk with the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).